Event description:
I was trying to put my contacts in and when I put them in; my eyes started burning like crazy. I took out my contacts and attempted to cleanse my eyes with what I thought was my solution, but instead was clear care 3 percent hydrogen peroxide. Perhaps the fact that the bottle resembles my multipurpose solution was why I felt okay reaching for this bottle. I poured it straight into my eye (left eye) and immediately the pain was unbearable. I rinsed out my eye immediately but the burning lasted for 24 hours. Nothing would stop the pain. I went to the doctor on monday morning (this happened saturday afternoon) with my eye swollen and blood red and was sent immediately to the optometrist. There, the dr told me I for sure had a chemical burn in my left eye and my cornea was scratched. I was prescribed antibiotic eyedrops that also contained a steroid for swelling. However, my vision was then 20/100. Worse than it had ever been! I hope full vision returns to my eyes. Not to mention the dr bill is (B)(6) and the eye drops were (B)(6) and the pain and suffering I have endured is enough to never make me want to wear contacts again for fear that I may end up in this situation once more. It is unsure at this time whether or not the damage will be reversible. I believe that if this bottle had said anything about possible eye damage and vision damage I would not have bought it. The bottle only says that if the clear care solution comes into contact with the eye before it is neutralized that it will cause burning and stinging. Many people have gotten soap into their eyes before and know what burning and stinging feels like. This is not permanent. I believe that the company has mislead its consumers to believe that if an accident occurs and it does end up in your eye unneutralized that only burning and stinging will occur. This is not the case. I have chemical burns on my eye! I believe this should be clear as day on the bottle. If it were, I would not have bought it.